Event description:
New information revealed indicates that the patient received another alert for long charge time. The physician elected to take no action. The patient will continue to be monitored.

Event description:
It was reported through remote transmission an alert for capacitor charge timeout was noted. Programming changes were made to increase the frequency of capacitor maintenances. No further alerts were reported.